Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the pt was in the cath lab when this incident occurred. The device was being inserted into the right femoral artery and indications for use was support. The md inserted the first intra-aortic balloon (iab) without any complications, however the balloon would not inflate when the intra-aortic balloon pump was started. The position was checked by screening only and the balloon was out of the sheath and correctly positioned. After trying several times to initiate pumping, they removed the balloon and inserted a new 40cc balloon without any complications. Pumping was initiated and the balloon inflated with success; the pt was responding well. Therapy was only interrupted for the time it took to remove and insert a new balloon. There has been report of pt death however, the device did not contribute to or harm the pt. The pt outcome was improving with the second balloon, however she passed away 34 hours later from other complications.